Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced problems with vision since the 1st day of surgery. The patient was dissatisfied. The iol was exchanged for a different iol model approximately 16 months following the initial implant procedure. Additional information has been requested.